Event description:
A nurse reported a pt experienced a scleral burn during a cataract procedure. The procedure was completed. The surgeon reported the pt is doing fine on the day one postoperative appointment and he did not think the sys was at fault. Add'l info has been requested but none has been rec'd.

Manufacturer narrative:
Investigation, including a root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).